Event description:
It was reported that the customer experienced a low blood glucose level. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Customer consumed glucose tablets or juice to address the bg level. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their settings to address the event.